Event description:
It was reported that sparks exited the fan vent on the left side of the programmer, then the programmer shut down. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the initial report, however there was a power supply failure which resulted in the device not being able to power up. It was also noted that the power supply was inspected and no odor or evidence of smoke damage was found.